Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 1 during bolus delivery. Customer's blood glucose level was not impacted. Reportedly, the customer reverted to manual injections as they ran out of supplies and indicated that once supplies were obtained that the pump would used again.